Event description:
A report was received that the patient had difficulty charging the ipg. It was noted that the battery was not lying flat on the pocket site. It was also believed that the ipg was so deep. Database analysis revealed that the patient had poor charger-to-ipg coupling and that the thermistor was often triggered. The device was working as expected. The patient will undergo a revision procedure.